Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, "the device was stuck and could only be released after several attempts." The starclose se clip achieved hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): evaluation summary: evaluation of the returned device found it was fully clip deployed. The thumb advancer had been retracted proximal of the finish window. The exchange sheath was completely slit to the distal tip. Internal inspection found the vessel locator wings were bent and one was broken at the distal retaining ring; however, they were still attached by the proximal retaining ring and pusher body bonds. All the components of the vessel locator wings were returned. Based on the investigation findings, the most probable root cause for the bent and broken locator wings is compaction of subcutaneous tissue between the distal end of the tube set and the locator wings during thumb advancer deployment. This may create distal forces resulting in bending and breakage of the locator wings and subsequent difficult device removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.